Event description:
It was reported the patient had their entire system removed on (B)(6)-2014 because the device did not work for patient.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2014-(B)(6), product type lead, product ID 37746, serial# (B)(4), product type programmer, patient. Product ID 37754, (B)(4), product type recharger. (B)(4).